Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient experienced hyperglycemia while on pump therapy. Reportedly, the patient¿s blood glucose (bg) reading was over 250 mg/dl, went into diabetic coma and was hospitalized. No additional information was provided regarding the event. Attempts by customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the patient experienced severe hyperglycemia requiring medical attention of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.